Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in the reset, and confirmed the malfunction code did not recur; the customer was advised to continue using the pump and to call back if the issue reappeared, which the customer agreed to.